Event description:
It was reported that undersensing, decreased r-waves and fluctuations in impedance and sensing were observed. The device remains implanted. There were no adverse consequences to the patient.